Manufacturer narrative:
Continuation of d11: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2020, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are : product ID: 8780, serial# (B)(6), ubd 2021-11-26,UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the catheter revision did occur. The cause for the therapy not working any more was determined. The cause was fluid was located around the pump and in the patient¿s back round l4-5. Break in the catheter could not be located. The actions and interventions taken to resolve the issue was the surgeon removed the pump segment and portion of tip segment and replaced with a new catheter. The reporter was unsure if the issue was resolved because it¿s not been enough time to evaluate. The patient¿s weight was reported as approximately 120lbs. No further complications were reported or anticipated regarding the event.

Event description:
Additional information was received from a company representative (rep) indicated the portion of the catheter that was revised and extracted was discarded. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. Caller stated he thinks the patient might have lioresal 500 mcg/ml in the pump but does not know for a fact. It was reported that they are in for a catheter dye study and possible catheter revision today and caller wants to review steps on how to perform a catheter dye study and how to prime afterwards. Caller reported he was told that the therapy was not working like it used to for the patient since their fall. It was unknown when the issue started. They reviewed steps on how to perform a catheter dye study and how to program priming bolus post catheter dye study if aspiration is successful. Caller stated this is all the information he has at this time. There were no further complications reported/anticipated.